Manufacturer narrative:
Mfg records were re-reviewed. The xenograft passed all release requirements prior to distribution. No other complaints have been associated with this batch. The graft underwent two validated sterilization methods; biocleanse and post packaging gamma irradiation at a validated dose (25.0 - 31.0 kgy) to achieve a sterility assurance level (sal) of 10-6 prior to release. Many factors may lead to non-union. Examples include bacterial/viral infection, inflammation, foreign body response, or relative movement of the implant within surrounding tissue. Failure of an implant to incorporate into surrounding tissues may be the result of decreased blood supply, weight, infection, poor glycemic control, noncompliance with therapy, medications (e.g steroids), adjunct hardware/implants, the physical location of the osteotomy/surgical site, or a prolonged inflammatory response. Multiple attempts have been made to contact the physician for info. Will continue to f/u.

Event description:
On (B)(6) 2008, pt underwent a lapidus bunionectomy fusion. The results of the lapidus procedure was complete nonunion on both sides of the fusion site. At an unk date, the graft was explanted. Infection was noted not to present at any time prior to explanting the graft.